Event description:
During the following procedure, (introduction of catheter, aorta**abdominal aortogram with pigtail marker catheter open brachial artery exposure for delivery of endovascular prosthesis, unilateral (list separately in addition to code for primary procedure)**left brachial artery cutdown vascular embolization or occlusion, artrial, (eg, congenital or acquired malformations, av malformations, av fistulas, aneurysms, pseudoaneurysms)**left internal iliac artery coiling) a piece of the catheter broke off in the patient. Tip of catheter became disconnected at a junction and separated. Surgeon was able to recover with a snare. Both pieces of the catheter were retrieved, and site was closed.